Event description:
During ablation of the left ventricle the physician noted that he was unable to move the catheter either forward or backwards. The pt was stable however, intra-operative transesophageal ochocardiography indicated that the catheter had been twisted around the chordal structures with the tip positioned near the anterolateral wall of the left ventricular cavity. Surgery was performed to remove the device and there were no further complications.